Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient wears a pad "because she fills it up every time". The patient reported feeling pulsating on "one side" and that she could not get the feeling on the other side. The patient stated that the stimulation is comfortable and that she is feeling it in the correct area (bicycle seat area). Patient services reviewed that where she feels stimulation will depend on what program she is on. The patient reported that she tried to increase stimulation, but that there is an upper limit that will not allow her to go any further. The patient has a follow-up appointment with her healthcare provider in 2 weeks. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstance that led to the device not working and pulsating on just one side was a change to the device's program. The patient reported that she had her device programmed to resolve the device not working, the pulsating on just one side, and having to wear a pad. The patient noted that she has read the patient manual and figured out how to operate her device, so now she does it herself. The patient stated that she still pees on herself sometimes, but not as much. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s device did not work. There were no further complications that have been reported as a result of this event.